Manufacturer narrative:
(B)(4) submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag (B)(4). A maquet field service technician investigated the unit and found the 3-way valve defective and replaced the same. The unit was tested to factory specifications. All tests were performed successfully. A supplemental medwatch will be submitted as soon as additional info becomes available.

Event description:
Description from a maquet field service technician: "unit is a loaner return, the user did not report any issues with the product. During preventive maintenance found that pt side will not heat". (B)(4).